Event description:
A patient reported blood glucose results of "275 mg/dl and 102 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were damaged, however, the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. A replacement meter has been sent.